Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer stated that she was trying to change out her infusion set and she received a motor error alarm. Customer was advised to disconnect from the pump. Customer does not use the sensor feature on the pump. Customer stated that they are unable to complete the rewind sequence. Customer was assisted with clearing the alarm. Customer stated that the alarm will not clear and it keeps flashing when she presses the act button. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to corroded motor home switch. The insulin pump had an intermittent button response noted during testing due to moisture damage on keypad traces. The insulin pump also received with minor scratched lcd window, cracked reservoir tube lip, and cracked belt clip slot.